Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated the needle had been pre-shaped and no stylet had been used. Swartz braided transseptal guiding introducer instruction for use (IFU) states, "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator". In addition, brk needle instructions for use (IFU) states, "do not alter this device in any way". The cause of the observed skiving is consistent with not following the instructions for use.

Event description:
During the transseptal puncture for an atrial fibrillation procedure, skiving occurred. Resistance was noted while pushing the needle out of the dilator. The needle was pulled out followed by the sheath and the dilator to inspect. The needle was re-inserted (outside the patient) and resistance was noted, followed by a bit of plastic from the sheath on the needle tip. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.